Event description:
It was reported that there was a breach in the silicone insulation where the pin meets the silicone. All measured data were in range. The pocket was opened and the issue was resolved by applying medical adhesive. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.